Event description:
It was reported, the rigid videoscope displayed a b30 scope communication error. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged, the outer tube has a dent and the coverglass of the insertion section is cracked. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore error b30 occurs. A definitive root cause could not be identified for the damaged fibre bonding in the outer tube area (distal end), the dented out tube, or the cracked coverglass of the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.